Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was noted. The physician was unable to resolve the endoleak intraoperatively. Therefore, the procedure was concluded and the patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative and unresolved type ia endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest the patient's aortic neck was off-label due to a juxtarenal angle of 87 degrees. This finding was discovered during an examination of the pre-implant CT (computed tomography) scan. However, it is unclear if this finding was a contributing factor to the reported event. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date h6 medical device problem codes; remove 3190 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.